Event description:
Bilateral breast augmentation done in 1976. Redone in 1977. Pt had periodic closed capsulectomies. Problems worsened lately with capsular contractures more on (l) than (r). Pe: obvious capsular contractures on left with class w on right. No palpatable masses. Significant scar tissue around (l) breast with decreased nipple sensation. Areola incision well healed.